Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc (battery) power. The customer advised that the battery in the device was empty, but he was unable to obtain another battery to test in the device. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device and observed that there was no ac operation; however, when a fully charged battery was installed in the device, the unit would power on using dc (battery) power. Physio then replaced the power supply assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further evaluated the removed power supply assembly and determined that the cause of the no ac operation was an integrated circuit (ic) chip, designator u1.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.